Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, silicone migration.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture with the presence of silicone in the axillary lymph nodes. Device has been explanted and replaced with non-abbvie device.